Event description:
The patient was intubated with a 7.5 endotracheal tube and the hub of the tube while bagging the patient during the cardiac arrest. The problem has been occurring since we started using the endotubes that come packaged with the stylet in them. The reference number of this tube is 1875s and the upmc # is (B)(4). When the tube would pop off the patients oxygen sats would drop to the 70's. Was this device serviced by a third party provider? No. FDA safety report ID # (B)(4).